Manufacturer narrative:
(B)(4). Approximate age of device: 1 year and 4 months.  The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient developed drainage from the driveline exit site, and had a noticeable change in the appearance of the exit site. A bacterial culture came back positive for coagulase-negative staphylococcus. An ultrasound revealed a small fluid collection. A peripherally inserted central catheter (PICC) line was placed, and vancomycin was initiated on (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the reported infection at the driveline exit site could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was seen on site on (B)(6) 2017, at which point it was determined that there was not a concern for any deep source of infection or fluid collection requiring drainage.